Event description:
It was reported that the ilet pump¿s screen assembly was separating from the device, consistent with a display component issue and a device problem characterized as loss of or failure to bond; a replacement pump was arranged and the user planned to set up the new device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display component that aligned with a bonding failure of the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.